Manufacturer narrative:
G4:08mar2021. B4:09mar2021. H10: the removed ui (user interface) assembly was returned for analysis. The returned ui was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the customer complaint verified. Root cause was contamination present on the ui board, in the area of fb21. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 12oct2020; b4: 13oct2020. Philips service engineer (se) was dispatched to the customer site and it was determined that the user interface assembly needed to be replaced to return the device to working condition. The se replaced the user interface assembly. Device passed all performance verification testing. Following the repair, the device was returned to the customer to be placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18aug2020.

Event description:
It was reported to philips that the device was in a powered off state when it all of a sudden restarted on its own. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.